Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The customer provided a serial number that was not valid, and declined returning the device for evaluation. If the device is returned for investigation at a later date, results of the investigation will be provided in a supplemental report.